Event description:
It was reported the pt programmer and charger are unable to communicate with the ipg. Reportedly the pt has not charged the ipg for greater than three months. The sjm rep interrogated the system and confirmed the battery has depleted. It was reported the physician plans surgical intervention to resolve the issue.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.